Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notification. Interrogation of the device showed out of range high voltage lead impedance on the lead. During induction testing noise was noted. The lead was explanted but the device remains implanted.